Event description:
It was reported that during patient treatment, the set peep (positive end expiratory pressure) of the ventilator was different from the set peep. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that during patient treatment the positive end expiratory pressure (peep) of the ventilator was different from set peep. During a phone call between the field service engineer and the user, it was understood that there was water droplets in the pressure tube connected to the pressure transducer, and that the pressure at the exhalation end therefore wasn't presented correctly. The fault has been dealt with and the site is not available, why device log files and a field service report cannot be provided. The origin of the water droplets was not explained and no part was reported replaced. No further issues have been reported. Water in the pressure tube may generate false alarms or no alarms when alarms should have been raised and may lead to high airway pressure. Exact pressure measurements and control depend on calibration values calculated during a pre-use check and it is recommended to always conduct a check immediately prior to ventilation. It is important to remove water from tubings and check humidifier settings. The conclusion is that water droplets in the pressure tube connected to the pressure transducer caused the reported issue. The circumstances surrounding the incident and the origin of the water droplets were not explained.

Event description:
Manufacturer ref.#: (B)(4).